Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported they would like to have their ins removed because they never got relief on their left side since implant date and at night the ins bothers them because the ins would move. Pt met with rep in 2015 when their ins was implanted and notified them of the issue. Pt noted they had their ins "reset 5 times" (pt confirmed they meant reprogrammed), but their issue wasn't resolved. Patient services specialist (pss) emailed the pt physician listings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that therapy never worked the way he wanted it to, thus he never turned it back on or recharged the implant. Pt needs MRI of lumbar region. Ts reviewed with pt that there isn't a way to verify MRI status. Ts told caller to redirect pt to hcp, that a physician recharge mode is likely needed to get system to work and allow MRI mode. Additional information was reported that the circumstances that led to the therapy not working was that the it was never working on the left side. The patient noted that they would like the device removed. The patient has wen for adjustments at least 4 to 5 times. The device was okay for a short period, but no long term relief. The ins battery also uncomfortably moves.